Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left side of pelvis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A14897, 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and sciatica. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2009 to 2010 and mirena. Concurrent conditions included morbid obesity and uti. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as methylphenidate hydrochloride (concerta) since february 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In january 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue after hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/abdomen"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2014 and salpingectomy bilateral on (B)(6) 2018 to remove the essure) and surgery (ablation of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 220 lbs. An essure was placed in the right tubal ostia without difficulty with removal of the coil and a bit of the spring protruding into the uterus . (B)(6) 2014, transvaginal ultrasound (tvu) results: unilateral occlusion (left tube occluded). Discrepancy in device removal date : previously reported (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.7 kg/sqm. Ultrasound scan vagina - in march 2014: unilateral occlusion (left tube occluded) in (B)(6) 2014, ultrasound scan vagina revealed that device was in correct place. There was unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Concomitant conditions, historical conditions, concomitant drugs and historical drugs added. Product indication added. Implanted and explanted date updated. New event added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge, bladder or urinary problems or changes fatigue, weight gain, pain/abdomen and heavy bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left side of pelvis") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A14897, 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and sciatica. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2009 to 2010 and mirena. Concurrent conditions included morbid obesity and uti. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as methylphenidate hydrochloride (concerta) since (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue after hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/abdomen"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2014 and salpingectomy bilateral on (B)(6) 2018 to remove the essure) and surgery (ablation of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 220 lbs. An essure was placed in the right tubal ostia without difficulty with removal of the coil and a bit of the spring protruding into the uterus. (B)(6) 2014, transvaginal ultrasound (tvu) results: unilateral occlusion (left tube occluded). Discrepancy in device removal date : previously reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.7 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: unilateral occlusion (left tube occluded) in (B)(6) 2014, ultrasound scan vagina revealed that device was in correct place. There was unilateral occlusion (left tube occluded). Batch number: 959212, exp date: mar-2015, man date: mar-2012. Batch number: a14897, exp date: may-2015, man date: may-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: unlocked for quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain left side of pelvis"), genital haemorrhage ("heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A14897, 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia and sciatica. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2009 to 2010 and mirena. Concurrent conditions included morbid obesity and uti. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as methylphenidate hydrochloride (concerta) since february 2017. In march 2013, the patient had essure inserted. In march 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In august 2013, the patient experienced vaginal discharge ("vaginal discharge"). In january 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue after hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain/abdomen"). The patient was treated with surgery (hysterectomy (partial) on dec-2014 and salpingectomy bilateral on (B)(6) 2018 to remove the essure), surgery (ablation of uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery current weight 220 lbs. An essure was placed in the right tubal ostia without difficulty with removal of the coil and a bit of the spring protruding into the uterus . Mar2014, transvaginal ultrasound (tvu) results: unilateral occlusion (left tube occluded). Discrepancy in device removal date : previously reported 11-dec-2014. Discrepancy noted in insertion date. Previously reported as: ??-mar-2013. In current follow up reported as: 15feb2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.7 kg/sqm. Ultrasound scan vagina - in march 2014: unilateral occlusion (left tube occluded) in mar-2014, ultrasound scan vagina revealed that device was in correct place. There was unilateral occlusion (left tube occluded). Batch number: 959212 exp date: mar-2015, man date:mar-2012. Batch number: a14897 exp date:may-2015, man date: may-2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Event outcome updated for vaginal bleeding, menorrhagia to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.